Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -02.00/+1.5/100 (sphere/cylinder/axis), into the patients left eye (os). The reporter indicated after re-examination, the frequency changed and the lens remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Age or date of birth: unk .sex: unk. Weight: unk. Ethnicity: unk .race: unk. Date of event: unk. Model #: unk. Serial #: unk. (B)(4). Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Manufacturer narrative:
Corrected data: b5: the reporter indicated after re-examination prior to icl implantation, the frequency changed (refractive surprise) and acd was narrow. A 12.6mm vticm5_12.6 implantable collamer lens, -02.00/+1.5/100 (sphere/cylinder/axis), was not used or embedded in the patients left eye (os) (not implanted). The surgeon requested another lens. Claim # (B)(4).